Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded damage at keypad traces. Traces of corrosion found at the electronic assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify unexpected restart alarm due to unresponsive buttons. Insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.